Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 550 mg/dl on (B)(6) 2016. The patient experienced shakiness, fatigue, and rapid heart rate. She treated with two manual insulin injections. When her blood glucose decreased to 256 mg/dl she treated with an insulin pump bolus. During troubleshooting the customer discovered a curved cannula. The insulin pump was not returned for analysis.